Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedances measuring greater than 3,000 ohms. Additionally, it was noted that the right ventricular (rv) lead exhibited low r waves. Subsequently, both leads were explanted and replaced successfully. The leads are expected to be returned for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. The electrode was returned in two segments severed 5.3 cm from the terminal end. An x-ray was performed which showed no conductor fractures. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedances measuring greater than 3,000 ohms. Additionally, it was noted that the right ventricular (rv) lead exhibited low r waves. Subsequently, both leads were explanted and replaced successfully. The leads are expected to be returned for product analysis. No additional adverse patient effects were reported.